Manufacturer narrative:
(B)(4). Foreign country: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the forcepts fractured off. The fractured piece was discarded. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found it to exhibit signs of repeated use / discoloration and the tip is fractured off. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in progress. Upon conclusion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.